Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: corroded adhesive around light guide lens, objective lens and a-rubber. Based on the results of the investigation a definitive root cause could not be identified for the connection error malfunction or the corrosion issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e315 incompatible scope error. The issue was identified during reprocessing. There were no reports of patient involvement.